Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited high pacing impedance. Chest x-ray was performed. No intervention was performed. There were no patient consequences.